Manufacturer narrative:
Ensite precision software files were returned for evaluation. The investigation determined there were no dws or amplifier errors. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined.

Event description:
During a ventricular tachycardia (vt) ablation procedure the patient died following a cardiac tamponade. The patient was under conscious sedation when during the second ablation point they became hypotensive and subsequently expired. Follow up revealed that the patient had a cardiac tamponade. There were no performance issues with any abbott device. No further information is available at this time.